Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an issue with pump battery depleting quickly. Reportedly, customer had to charge pump more frequently. Additionally, customer reported touch screen had a delayed response when entering values. There was no reported adverse impact to the customer's blood glucose level. Customer declined to perform troubleshooting with tandem technical support. No additional patient or event information was available.